Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor memorygel xtra breast implant gel breast prosthesis (right device) and an unspecified mentor gel breast prosthesis (left device) developed baker grade IV capsular contracture in her right breast post implantation. Additionally, the patient developed bilateral malposition of the breast prostheses. As a result, the patient underwent unilateral explantation of the right breast prosthesis and it was replaced with a mentor memorygel xtra breast implant gel breast prosthesis. During explant surgery, it was observed that the removed right breast prosthesis was ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).